Event description:
Reporter indicated that electrocautery was used against advisement from the MFR's rep during surgery to re-insert the vns lead pin. The electrocautery disabled the vns generator and the generator had to be replaced. The explanted generator has been returned and is currently undergoing analysis. Attempts for lead info are currently in progress.